Event description:
There was a brief spark and then smoke and burn mark on the bipolar instrument. The instrument was not touching tissue. I was using cautery with the scissors which were near the bipolar. There was no damage to the patient's tissues and we immediately took out the instrument.